Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the rep met with pt to do a device check before surgery scheduled (B)(6) 2022 w dr (B)(6) for a poss revision /replacement. Pt reports and prior notes in nlink also support contacts out (varying ones) and pt needing several rp¿s due to high imp and unable to reach settings on pt programmer. Pt reports stim would cut in and out and then he stopped using all together in (B)(6) 2021. Met with pt 4/18 in dr (B)(6) office and noted contact #1 greater than 40,000. 2,6,8,10,11,12 were all 11,900 and up to 34000 and ¿avoid /orange¿. During programming session contacts 14, 15 also showed as avoid mid session. Gave pt one program on a1 for r arm and a2 for left. I had pt turn head and stand/ sit with new programs which felt comfortable per the pt.

Event description:
Additional information received from the manufacturer representative reported that the patient had surgery and when the doctor opened the pocket it was noted that the tails of the paddle lead had ¿cut¿ around the white band and looked to be frayed. It was confirmed that various impedances were high. The implant was removed and the paddle lead was not replaced.

Manufacturer narrative:
Continuation of d10: product ID 39286-65, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the lead indicated that there was a conductor fracture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.